Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to a abdominal aortic aneurysm (aaa) interventional procedure. The first prostyle device was deployed and preplaced at 2 o¿clock as intended. Reportedly, during placement of the second prostyle device at 10 o¿clock, the lever was lowered, however the footplate was not retracted and the device fractured into two pieces. The metal portion of the device separated from the plastic footplate. No resistance was noted lowering the lever. A cutdown had to be performed to removed the device. The sheath was upsized to an 18f sheath, and the aaa procedure was completed. Ultimately a bypass had to be done due to the prostyle device separation. Hemostasis was ultimately archived using a non-abbott device and the suture placed at 2 o'clock. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.